Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one valeo pta device had returned for evaluation. On the visual evaluation of the device, the device was found bloody and the stent is still intact with the balloon and positioned between the marker bands. No other anomalies were found. Therefor the reported separation issues are inconclusive as the stent was positioned between the marker bands and the functional test was not performed. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a procedure through iliac femoral artery, the stent allegedly had separation failure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. (Expiration date: 04/2021).

Event description:
It was reported that during a procedure through iliac femoral artery, the stent allegedly failed to deploy. There was no reported patient injury.

Event description:
It was reported that during a procedure through iliac femoral artery, the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as this is the only complaint reported for this lot number to date. Investigation summary: no sample was returned for evaluation. No other objective evidence was returned for review. Therefore, the investigation is inconclusive for the alleged failure to deploy. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 04/2021), the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.